Manufacturer narrative:
As stated in the literature: ¿the human breast is not a sterile anatomic structure; it contains endogenous flora, derived from the nipple ducts, that is essentially similar to that found in normal skin. Multiple breast ducts provide a passage from the skin surface to deep within the breast tissue" (pittet et al, 2005). "Symptoms of infection usually manifest during the first 2 postoperative weeks, but delayed infections may occur months or even years after the operation" (skandalakis, 2009). "Extrusion represents potential complications associated with the use of breast implants, it involves the implant coming through the skin, normally through the incision where it¿s been placed. Extrusion can happen for several reasons, such as the skin over the implant thinned too much leaving too little coverage for the implant, the implant used is too large, the incision did not heal well and broke open. Implant exposure due to poor tissue coverage frequently obligates the surgeon to remove the breast implant and begin anew (gargano, ciminello & de santis, 2009)". "Early seroma formation is defined as periprosthetic fluid accumulation within the first postoperative year, whereas the late form is any moment beyond that time (sforza, et al. 2017)". Per our directions for use, each patient must receive the establishment labs s.a. ¿motiva implants®: information for the patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in motiva® website: IFU.motiva.health the instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: infection: "signs of acute infection reported in association with breast tissue expanders include edema, erythema, tenderness, pain, and fever. As with other invasive surgeries, toxic shock syndrome (tss), a life-threatening condition, has been reported in rare instances following breast implant surgery. Symptoms of tss occur suddenly and can include high fever (102°f (38.8°c) or higher), vomiting, diarrhea, sunburn-like rash, red eyes, dizziness, lightheadedness, muscle aches, and drops in blood pressure, which may cause fainting. Patients should immediately contact their physician for diagnosis and treatment if any of these symptoms occur." Extrusion: "breast implant extrusion, or breast implant exposure, occurs when the breast skin and tissues that are holding the implant fail, causing the implant to protrude through the skin and become exposed. It happens in less than 2% of patients; it is shortly after breast augmentation or down the road. Breast implant extrusion can occur for various reasons, such as improper wound healing due to an infection, trauma, too little soft-tissue coverage, oversized implant coupled with too little tissue coverage, or lack of blood supply. Breast-implant extrusion calls for surgery and removal of the implant". Seroma: "seroma is an accumulation of fluid that results from tissue inflammation. The etiology of seroma is known in breast surgery and is connected to a hypovascular milieu or trauma following the surgery. Often, seromas are reabsorbed by the body over several weeks, but needle drainage is sometimes needed to remove the fluid. While seromas do not increase breast cancer risk, they sometimes heal with scar tissue or calcifications that can raise a concern about mammograms in the future. Seroma symptoms most often appear a week to 10 days after surgery; the area may feel tender and swollen, with a discrete lump and redness arising within a day or two. Early seroma formation is defined as periprosthetic fluid accumulation within the first postoperative year, whereas the late form is any moment beyond that time. In addition to causing pain, a seroma increases the risk of developing an infection in the breast. Depending on the location, it may also increase pressure over the surgical site and sometimes cause wound dehiscence". Dehiscence: "surgical wound dehiscence (swd) is the separation of the margins of a closed surgical incision that has been made in skin, with or without exposure or protrusion of underlying tissue, organs or implants. Separation may occur at single or multiple regions, or involve the full length of the incision, and may affect some or all tissue layers. A dehisced incision may or may not display clinical signs and symptoms of infection". In addition, a review of the device history record was conducted, and it was concluded that there were no deviations in the manufacturing process of this device that would have caused or contributed to this incident.

Event description:
Mexico. It was reported that a 53-year-old female patient developed bilateral wound dehiscence with implant exposure and liquid discharge following augmentation and mastopexy on (B)(6) 2025. Conservative management failed, and both implants were explanted on postoperative day 21. Culture was positive for staphylococcus aureus. The patient evolved favorably after explantation and antibiotic treatment.

Manufacturer narrative:
A causal relationship between the reported event and the device has been established. Upon thorough evaluation of the submitted clinical documentation and supporting evidence, the reported infection was confirmed. However, it was not possible to confirm the extrusion and seroma due to lack of clinical evidence. This event is a well-documented complication inherent to breast implant surgery. Based on the analysis of the available data, including clinical findings and product traceability records, there is no evidence indicating a causal link between this specific case and any product-related factors, including raw materials or manufacturing processes. The etiology of the alleged event is recognized as multifactorial, given the absence of manufacturing deviations or anomalies, and in line with current clinical literature, the event is considered not attributable to the manufacturing process and/or the product itself. The event is a known, well-documented complication associated with silicone breast implants. It is clearly addressed in the product¿s directions for use (dfu), which states: infection ¿ infection can occur with any surgery or implant. Most infections resulting from surgery appear within a few days to weeks after the operation5. However, infection is possible at any time after surgery. In addition, breast and nipple piercing procedures may increase the possibility of infection. Infections in tissue with an implant present are more challenging to treat than infections in tissue without an implant present. If an infection does not respond to antibiotics, the implant may have to be removed, with replacement occurring only after the infection is resolved. As with other surgical procedures, toxic shock syndrome (tss), a life-threatening condition, has been reported in rare instances following breast implant surgery. Tss symptoms occur suddenly and can include high fever (102° f/38.8° c or higher), vomiting, diarrhea, fainting, dizziness, and/or sunburn-like rash. Patients should contact their doctor immediately for diagnosis and treatment if they experience these symptoms. Extrusion ¿ breast-implant extrusion, or breast implant exposure, occurs when the breast skin and tissues that are holding the implant fail, causing the implant to protrude through the skin and become exposed. It happens in less than 2% of patients; it is shortly after breast augmentation or down the road. Breastimplant extrusion can occur for various reasons, such as improper wound healing due to an infection, trauma, too little soft-tissue coverage, oversized implant coupled with too little tissue coverage, or lack of blood supply. Breast-implant extrusion calls for surgery and removal of the implant. Seroma ¿ seroma is an accumulation of fluid that results from tissue inflammation7. The etiology of seroma is known in breast surgery and is connected to a hypovascular milieu or trauma following the surgery. Often, seromas are reabsorbed by the body over several weeks, but needle drainage is sometimes needed to remove the fluid8. While seromas do not increase breast cancer risk, they sometimes heal with scar tissue or calcifications that can raise a concern about mammograms in the future. Seroma symptoms most often appear a week to 10 days after surgery; the area may feel tender and swollen, with a discrete lump and redness arising within a day or two. Early seroma formation is defined as periprosthetic fluid accumulation within the first postoperative year, whereas the late form is any moment beyond that time9. In addition to causing pain, a seroma increases the risk of developing an infection in the breast. Depending on the location, it may also increase pressure over the surgical site and sometimes cause wound dehiscence. The dfu also emphasizes the responsibility of the surgeon to fully inform the patient of potential risks and complications during the pre-operative consultation. Patients are provided with the document ¿motiva implants®: information for the patient,¿ accessible at IFU.motiva.health. A comprehensive review of the device history record (DHR) for the affected lot was completed. No deviations, non-conformances, or anomalies were identified during manufacturing. All raw materials and process parameters conformed to specified quality requirements. The event has been evaluated as part of ongoing trend analysis activities within the pms program. Per the current complaint data report: - no adverse or unexpected trends related to device rupture have been identified. - no further corrective or preventive actions are required at this time. Establishment labs will continue to monitor for similar events as part of routine pms surveillance.